Event description:
An issue was reported by a territory manager regarding a damaged charging port, which made it difficult for the pump to accept the cord. There was no adverse impact to the customer¿s blood glucose level. Since the customer was out of warranty, they were in the process of obtaining a new device, with no further troubleshooting required.